Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and positioned the was in the left atrium of the patient. The was with a pigtail wire and the dilator were all in the left atrium of the patient. The dilator was removed and the patient took in a big breath of air at this time resulting in air within the was. Intracardiac echocardiography (ice) imaging showed that there was an air embolism present in the left atrium of the patient. The patient began experiencing an st segment elevation, hypotension and bradycardia. The physician attempted to aspirate the air out of the patient but was unsuccessful. All the devices were removed from the patient and the patient required two minutes of pcr and intubation. The patient was diagnosed with experiencing a minor right parietal cerebral vascular accident. The patient was stabilized and then sent to the intensive care unit. The patient is expected to make a full recovery from this event with no permanent damage. The patient is set to be discharged to rehabilitation.

Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and positioned the was in the left atrium of the patient. The was with a pigtail wire and the dilator were all in the left atrium of the patient. The dilator was removed and the patient took in a big breath of air at this time resulting in air within the was. Intracardiac echocardiography (ice) imaging showed that there was an air embolism present in the left atrium of the patient. The patient began experiencing an st segment elevation, hypotension and bradycardia. The physician attempted to aspirate the air out of the patient but was unsuccessful. All the devices were removed from the patient and the patient required two minutes of pcr and intubation. The patient was diagnosed with experiencing a minor right parietal cerebral vascular accident. The patient was stabilized and then sent to the intensive care unit. The patient is expected to make a full recovery from this event with no permanent damage. The patient is set to be discharged to rehabilitation.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman trusteer access system with the dilator in the sheath, and blood in the device. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. Product analysis could not confirm the reported events as clinical circumstances could not be replicated.